Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer alleges insulin pump was under delivering. The customer blood glucose level was 250 mg/dl at the time of incident. Customer treated with insulin pump. The customer state that they were able to passed the displacement test but not able to passed the high pressure test. The insulin pump will be returned for analysis.